Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was found to be occluded a few hours after placement in the subclavian vein. The device was tested prior to insertion and functioned as intended, however, when in placed and flushed with saline, was found occluded. Placement was verified via x-ray and the device was not lodged against the wall of the vessel. The device was removed and replaced with a like device in an additional procedure. The occluded device showed no signs of damage after removal. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, instructions for use, manufacturing instructions, and quality control data. The complainant returned one 7fr triple lumen catheter. No kinks or damage were noted on the device. The extension tubes were crimped from the blue clamps. A 0.032" wire guide was inserted into the endhole and exited the red hub without difficulty. A 0.018" wire guide was inserted into the lumen of the blue hub. The wire was able to be threaded to the sideport with no difficulty. A 0.018" wire guide was inserted into the lumen of the white hub. The wire was able to be threaded to the sideport with no difficulty. All lumens of the catheter were tested by flushing with a syringe. The red lumen was flushed, and black specs and unknown matter exited the lumen. The blue lumen was flushed, and it flushed brown with unknown matter and black specs. The white lumen was flushed, and it flushed slightly brown. No resistance was experienced in flushing any of the lumens. No occlusion was found in the catheter; however small non-occlusive matter was noted. Investigators were unable to recreate the reported failure mode. The complaint is not confirmed as a wire guide was able to be threaded through all the lumen, and all the lumen were also able to be flushed successfully; however, non-occlusive matter was noted. The catheter shaft outer diameter and the outside diameter of the extension tubing (distal tip, mid port, and proximal port) were all found to be within specification. As the device was used, it is most likely that the observed non-occlusive matter is dried biomatter. In response to this incident, cook completed a review of the device history records (DHR) for lot ns8356615 (complete set) records no non-conformances. No complete set product from this lot remains in house. The DHR for lot ic8186573 (complete catheter) records 5 non-conformances. All of the non-conforming devices were scrapped. A complaint search revealed this complaint to be the only reported complaint associated to the above product/component lots. The catheter was returned. No occlusion was found in the catheter; however small non-occlusive matter was noted. Investigators were unable to recreate the reported failure mode. The complaint was not confirmed as a wire guide was able to be threaded through all of the lumens, and all the lumens were able to be flushed successfully. Non-occlusive matter was noted. A conclusion as to the cause of the reported event could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.